Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there is no previous complaint of this code batch. There are no units in stock. Received one open and used sample with the thread broken. Without any closed sample an analysis cannot be carried out in order to make a decision. (B)(4) units were manufactured and distributed. A minimum of five samples would be preferred because is the minimum number of units that is required by the pharmacopoeia. As indicated in the instructions for use of the product: "when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material." Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. In spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, it is noted that this incidence, if any closed sample is received in the future, the case will be re-opened and sample analysed. Actions on product: distributed of this reference/batch:, based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). The novosyn is used and during passage through the tissue breaks down, thread broke during surgery.